Event description:
It was observed that during the device evaluation, the video system center exhibited a front panel malfunction, as the front panel did not operate. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the front panel malfunction in which the front panel did not operate was traced to component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.